Event description:
Caller indicated the assure pro meter was giving variable readings. 70, ten minutes later 325, third reading 120. She has no further details on the incident. It happened too long ago.

Manufacturer narrative:
Product involved in the incident was not returned and lot info is not known so retention samples could not be tested. Several attempts were made to have the product returned, but customer stated, the incident happened too long ago and she has no further details.